Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ has a red x and beeping that continues after successful opcheck. There was no patient involvement.